Event description:
Reporter alleged customer had high blood glucose results on her advantage system and went to the hosp as a result. Reporter stated the customers advantage system read 407 mg/dl versus the hosp measurement of 121 mg/dl and 302 mg/dl when compared to the hosp measurement of 151 mg/dl. Reporter indicated the comparison tests were performed one minute apart at different times of the day. It was stated customer took normal medications, but no other actions were taken or treatment was rec'd. A request was made for the return of the suspect device and replacement product was sent.